Event description:
The company representative reported to olympus that a technician observed incorrect performance of the leak test related to the evis exera iii gastrointestinal videoscope. The event occurred during a reprocessing in service at the customer facility. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Olympus company representative, during his visit to a client hospital observed the leakage testing done by the technician. During his observation, the company representative noticed that the technician was leak testing the endoscope incorrectly. The technician introduced the endoscope to the water without connecting the leakage tester and then connected the leakage tester without verifying the pressure or if it was dry. Furthermore, the technician did not angulate the tip of the scope and depressurize underneath the water. The company representative provided cleaning, disinfecting and sterilizing reprocessing in-service for the staff at the hospital. Olympus will continue to monitor complaints related to the device and reported phenomenon.